Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. During the procedure it was noted that the right atrial lead exhibited high capture thresholds. Due to the patient being pacing dependent the physician capped and replaced the lead on (B)(6)2018. Patient was stable.